Event description:
It was reported that bd syringe 1ml ll contained foreign matter. Complaint via email. Pon (B)(6) 2026, during incoming inspection of a batch of 1ml luer lock syringes 5 critical defects and 1 major defect was observed for foreign matter (see attached pictures) which led to the failure of the lot at incoming. Please perform an investigation into the cause of the defective material found during incoming inspection. Units are available for return upon request. Sap material: 5003986 sap batch: a0vxbd vendor: 50085232 / bd vendor material #: 309628 vendor batch: 6009121 expiry: 31dec2030 po # (B)(4). During an aql inspection of 200 units of 1ml syringes it was determined that there were 5 critical defect and 1 major defect. All the defects consist of foreign particulate matter on or within the syringes. See attached pictures. No adverse events as this was identified during incoming inspection before the lot was released for use. (B)(6) 2026 6 units out of an inspection of 200.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.